Manufacturer narrative:
This device was returned and evaluated. The device is 21 years old. The evaluation concluded that there was a damaged heating pad wire.

Event description:
Alleges chair started smoldering. They called the fire department who took the chair outside and stated that it was the motor that started burning.

Manufacturer narrative:
This device was manufactured in 1996. The exact date of manufacture is unknown. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report wil then be issued.

Event description:
Alleges chair started smoldering. They called the fire department who took the chair outside and stated that it was the motor that started burning.